Event description:
An ultraflex tracheobronchial stent was used during a stent placement procedure (patient age, gender, and weight unknown) in 2008. According to the complainant, when attempting to deploy the stent, "the [stent suture tore] immediately." The procedure was completed with another ultraflex tracheobronchial stent. No pt complications were reported as a result of this event.

Manufacturer narrative:
The device has been returned, but an eval is not complete; therefore, the cause of the reported malfunction is undetermined. A search of the complaint database revealed that no similar complaints have been reported for this lot. The april 2008 15 month ultraflex tracheobronchial stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.